Event description:
Bilateral capsular contracture with hard, tender, painful right breast & bilateral rupture of breast implants requiring bilateral capsulectomy with removal and replacement of bilateral breast implants.